Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Reportedly, a femoral angiogram was not taken. The perclose proglide instructions for use directs the user to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery and to fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Therefore, not taking a femoral angiogram may have contributed to the reported suture break.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, a cause for the reported suture break could not be determined. A suture break can be influenced by many factors, including, but not limited to manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artrey was attempted using a perclose proglide after a diagnostic procedure. Reportedly, the suture broke when it was being pulled up. Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. Reportedly, the physician is proficient in the use of the device. Though requested, no additional information was provided.